Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the lip ring was cracked. Customer's blood glucose was 7.2 mmol/l at the time of the incident. Report states the reservoir still locks in place. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.